Event description:
It was reported that the patient experienced would dehiscence at the stimulator pocket site. The wound cleansed with betadine, irrigated, and re-sutured. A wound culture was taken, no results were reported. The patient was also treated with keflex 500mg oral qid. The patient recovered without sequela. Reference MFR report#: 6000032-2009-07336.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned from the operative report, that the device was explanted, due to an unsuccessful ring repair. Per the operative report, "a small triangular resection was done and annuloplasty was done, and the repair actually did look pretty good intraoperatively. We went ahead and closed the atriotomy. After de-airing, we came off bypass and noted that there was about 2-3+ mitral regurgitation. Therefore, we went back on bypass, crossclamped, gave cardioplegia again. This time we decided to replace the valve."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/21/2009 (through follow up with the health care provider via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.